Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument burned anywhere the surgeon didn't want to grill. When energized, a place different from the tip discharged. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed. A vio3 generator was being used, with the settings of cut: 4 and coag: 7. The instrument tips did not collide with any other instrument or tool during the procedure, nor did they touch any staples, clips, or sutures while energized. The jaws were probably immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding arcing was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.